Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) pc. Lot in june of 2019. Evaluation of the returned instrument shows that the tips are loose and misaligned, and the jaw pivot pin is slightly pushed thru one side of the outer tube assembly. This instrument was dis-assembled after initial evaluation in order to further evaluate and it was found that both of the drive rod fingers (n00185) that actuate the jaws are damaged in a way that it would cause the tips to be loose and misaligned in the closed position. We are able to validate this complaint. This device shows signs of internal component damage therefore mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from the alleged lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for the product line.

Event description:
It was reported that the user was unable to load a clip properly during a pretest. Having checked the applier, he/she found that the jaws were bent. The applier was sent to our technical specialist, who concluded it was unrepairable. Additional information indicates that the device was being used during surgery. It was replaced by another device. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to load a clip properly during a pretest. Having checked the applier, he/she found that the jaws were bent. The applier was sent to our technical specialist, who concluded it was unrepairable. Additional information indicates that the device was being used during surgery. It was replaced by another device. There was no patient injury.